Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported the communicator won't connect to the handset. Pt said the issue started today. Pt mentioned they cannot get the communicator to work because it will say scan the code, but it doesn't connect. Pt mentioned the issue also happened in the past where they 'take the communicator out and locate the serial number and enter manually', they done all of that but still doesn't work. Pt also said after the troubleshooting before, the communicator has been okay for quite a while now, but the same issue happened. Pt stated last night they went to decrease the therapy before they went to sleep and this morning when they tried to increase the therapy, it wouldn't connect. Agent walked the patient through to connect the communicator to the handset. Agent instructed pt to place the communicator over the ins while connecting. Pt confirmed they were able to access the therapy screen. *2 calls* agent made an outbound call because the call was disconnected. Suddenly pt asked on what would it cost to get an extra handset because the issue happened before where the handset and communicator wouldn't connect. Pt said they decrease the therapy at night because when they lay down, they get a lot of 'shocks'. During the call when pt tried to reconnect to the my stim rc app they got a 'ringtone' on the handset and saw the connection interrupted service code 310. After the agent put the patient on hold, they confirmed they can access the therapy screen again. Agent reviewed best practices. Agent advised pt to monitor the issue and will call back if they are still having a problem.